Event description:
Customer reported unregulated flow of potassium. User reported the device, primary and secondary tubing were changed but potassium continued to flow unregulated. Stated that when the primary tubing was changed, it stopped. Stated the device continued to register correctly but the bag was empty. No patient harm reported and no other event details available. The primary IV was received. The investigation is ongoing. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.